Event description:
It was reported that three months post implant a realize gastric band, the patient started having abdominal pain and regurgitating fluid and food. Diagnostic testing was performed and it was detected the patients band had slipped. The band was removed and the port was left in place. Another band will be implanted after the stomach relaxes. There was no stomach ischemia. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.